Event description:
A consumer reported that three years following intraocular lens (iol) implant surgery, the lens became cloudy and he has had gradual loss of acuity. He reported that his reading and "fine work" are impaired and is using low magnification readers for reading and distance. Per consumer, his "eye professionals" have recommended a laser treatment to "scrub" the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Two serial numbers are identified. It is unknown at this time which is the complaint product. Results from both product history record reviews indicated the product met release criteria. The root cause could not be identified by the investigation. Additional information was requested on 03/06/2012. A completed questionnaire has not been received. (B)(4).